Manufacturer narrative:
Physician's comment: the possible cause of the thrombotic event was because thrombus remained after implant cypher. Please note that cypher product is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
This male pt with a history of hyperlipidemia, and smoking, experienced a thrombotic event following the implantation of two cypher stents in the setting of an acute myocardial infarction (ami). This pt presented to the hospital and was ruled in for ami. Emergent angiography revealed a de novo, eccentric, bifurcating, 10mm (on each side of the bifurcation), b2-type lesion within the bifurcation of the proximal left anterior descending artery (lad) and the first diagonal branch. Both vessels had a diameter of 2.5mm. There was thrombus present within the lesion and timi flow was 0. Aspirin, ticlid, cilostazol, and heparin were administered. Acts were not measured. The lesion was predilated with a 2.5 x 20mm ptca balloon inflated to 6.8 atms (100 ps). Aspiration thrombectomy was performed to remove the thrombus present within the lesion. A 2.5 x 13mm cypher stent was positioned within the proximal lad and was deployed to 16.3 atms (240psi). A second 2.5 x 13mm cypher stent was positioned within the diagonal branch and was deployed to 16.3 atms (240 psi). The stents were not postdilated. A satisfactory result was achieved with 0% residual stenosis and timi iii flow through out the stented segments. Just after returning the pt's room, st-segment elevation was observed. The pt was transferred back to the cath lab. Repeat angiography revealed a thrombus within the 2.5 x 13mm cypher stent implanted in the diagonal branch. Aspiration thrombectomy and balloon angioplasty were conducted to successfully treat the thrombus. Additionally, administration of a thrombolytic agent (monteplase, 800,000u) was initiated. The pt ultimately was discharged aspirin and clopidogrel.